Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a discolored/faded display screen. Corrosion was observed in the battery compartment and the pump failed the leak test. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be discolored/faded. Unrelated to the event, the battery compartment was found to be cracked and failed the leak test. Corrosion was observed in the battery compartment. The battery cap was not returned with the pump. A test cap was used for investigation and the pump was found to power on successfully. The pump primed and ran for 24hrs successfully, with no loss of power or alarms occurring during testing. There was no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.